Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a p120 with laser settings of .8 j and 8 hz. According to the complainant, during procedure and outside the patient, a popping sound was heard when the foot pedal was pressed to activate laser energy. There was no laser energy coming out from the fiber. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. No patient harm reported at the conclusion of the procedure. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.